Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings were correct. The reporter stated that the patient had a blood glucose (bg) between 16-18mmol/l with symptoms of dehydration, nausea, blurred vision, polydipsia, polyuria and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the hyperglycemic event the patient reported due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.